Event description:
A report was received stating that during use of the device, the IV tubing had become disconnected from the luer, causing the IV fluids to leak onto the floor. The extension set was disconnected and replaced. No further adverse effects to the patient were reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.